Manufacturer narrative:
Consumer reported the bed folded on its own. Malfunction unconfirmed. No history of a product problem. Product has not been returned for evaluation at this time. MDR filed as a conservative measure. (B)(4).

Event description:
The consumer alleges the bed folded on its own without any electrical power. No serious injury is alleged.

Manufacturer narrative:
Consumer reported the bed folded on its own. Malfunction unconfirmed. No history of a product problem. Product has not been returned for evaluation at this time. MDR filed as a conservative measure.

Event description:
The consumer alleges the bed folded on its own without any electrical power. No serious injury is alleged.

Manufacturer narrative:
Consumer reported the bed folded on its own. Malfunction unconfirmed. No history of a product problem. Product has not been returned for evaluation at this time. MDR filed as a conservative measure.(B)(4).

Event description:
The consumer alleges the bed folded on its own without any electrical power. No serious injury is alleged.